Manufacturer narrative:
(B)(4). D11: (B)(4). Foreign country: (B)(6) evaluation of the returned product identified that the outer sterile cavities have been damaged. Sterility has been compromised on products from lots (B)(4) . Sterility has not been compromised on other products. The complaint has been confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that sterile packages were identified as damaged and the sterility was compromised. No patients were involved. No further event information is available at the time of this report.